Event description:
It was reported to boston scientific corporation that a wallflex colonic stent system was found to be defective upon inspection. According to the complainant, during unpacking when the device was checked, it was noticed that the inner box was damaged and the stent was bent. No issues were noted to the outer box. This event did not involve a procedure or patient. The preliminary investigation results found the outer box to be kinked close to the distal end and the seal to be open. The inner pouch is unopened; however, the pouch is slightly kinked at the same location as the outer box. The catheter of the device is kinked just distal to the distal handle and at the mounted stent.

Event description:
It was reported to boston scientific corporation that a wallflex colonic stent system was found to be defective upon inspection. According to the complainant, during unpacking when the device was checked, it was noticed that the inner box was damaged and the stent was bent. No issues were noted to the outer box. This event did not involve a procedure or patient. The preliminary investigation results found the outer box to be kinked close to the distal end and the seal to be open. The inner pouch is unopened; however, the pouch is slightly kinked at the same location as the outer box. The catheter of the device is kinked just distal to the distal handle and at the mounted stent.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
A visual examination of the returned box packaging found that the closure seal at the top end of the box was open. The box carton was kinked at approximately 180mm proximal to the top end of the box. The inner packaging had not been opened and it was noted that the inner packaging was kinked at an area that coincided with the kink in the outer box carton. When the device was removed from the inner packaging, it was noticed that the catheter was kinked at 62mm proximal to the distal tip and at 16mm distal to the distal end of the distal handle. This damage coincided with the damaged area of the box carton and the inner packaging. The stent was deployed and no issues were noted with the profile of the deployed stent. There were no other issues noted with the returned device. As there was no damage present to the stent, this is no longer considered a reportable event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the most probable root cause classification is handling damage. This root cause is defined as the complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking/preparation/shipping. (B)(4).